Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing. Analysis of the system was performed, and evidence suggests that the electrode experienced fracture. Additionally, the position of the electrode was not optimal, which allows to the electrode to move through the pocket, leading to dislodgement. Troubleshooting options and a potential system revision were discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection revealed no abnormalities, typical surgery-related damage is noted, but was not considered abnormal. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing. Analysis of the system was performed, and evidence suggests that the electrode experienced fracture. Additionally, the position of the electrode was not optimal, which allows to the electrode to move through the pocket, leading to dislodgement. Troubleshooting options and a potential system revision were discussed. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sense b noise and oversensing. Analysis of the system was performed, and evidence suggests that the electrode experienced fracture. Additionally, the position of the electrode was not optimal, which allows to the electrode to move through the pocket, leading to dislodgement. Troubleshooting options and a potential system revision were discussed. At this time, this system remains in service. No adverse patient effects were reported.